Event description:
Catheter break was found. The indwelling period was 7 days. During dressing change, the catheter broke completely in two. (The catheter was dressed with cushioning gauze to avoid the catheter kink. This gauze was hard to remove during the dressing change).

Manufacturer narrative:
The complaint is confirmed, user related. The 4 fr s/l groshong catheter was received in two sections. The first included the two piece connector and a segment of groshong catheter that extended 0.5 inches from the strain relief oversleeve. The second piece, containing the tungsten tip and the valve, was broken 20.1 inches from the distal tip. The broken catheter ends had a surface which was rough and granular. A cusp was noted in the blue stripe portion of the cross section. A tactile elongation and weakness were found 19.2 inches from the distal tip, near the 48 cm depth mark. The tactile weakness occurred near the break. The sample was flushed with water using a 12 cc syringe. Both segments of catheter were found patent to infusion. Catheter breakage resulting from tensile failure can occur at any time during initial placement or use. It was reported that the catheter broke during a dressing change. No defects related to the manufacturing procedure were noted on the complaint sample. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.